Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that stimulation kept ¿going to 3.10 from the off position, or from no matter where he put it low¿. It was noted that the report was by voice mail, multiple attempts were made to call the patient back. Additional information received reported that the patient¿s stimulation ¿jumped from the off position to 3.10 or from whatever number he had it on it would go on/off by itself¿. It was reported that the patient had sensor and he would move a certain way and jump up to 3.10, and stated ¿it¿s a shocker¿. It was stated that the issue began on saturday. It was stated that the patient ¿pressed the middle button to turn it off and would even turn it to 0.00v and then off and it would still jump up on its own¿. The patient stated that he was sure he was turning it off. It was noted that the patient got assistance to turn adaptive stim off until he could see his healthcare professional and manufacturer¿s representative for possible reprogramming. It was stated that the patient knew how to turn stimulation up and down manually. It was reported that the patient fell on (B)(6). It was stated that the patient had an appointment on friday with his hcp. Additional information received reported that since turning adaptive stim off, the patient was inconvenienced by having to carry his patient programmer with him and having to change the stimulation every time he changed positions. It was stated that it was ¿really getting ridiculous¿I sit down and it goes on fast, if I lay down I have to readjust it and if I move a different way I have to readjust it¿if I stand up straight or brush my teeth¿. It was stated that he had to carry the patient programmer with him everywhere he went. It was confirmed that since turning adaptive stim off, it was no longer jumping from off to 3.10v.

Event description:
Additional information received reported that the cause of the reported event was not known. It was noted that no surgical intervention had occurred. It was stated that an x-ray was taken that showed that the leads and wires were intact and well-positioned. It was stated that the patient had experienced increased pain. It was stated that the patient had not been hospitalized. It was noted that the manufacturer¿s representatives were not responding to the patient.

Manufacturer narrative:
(B)(4).